Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort due to ipg position. The patient underwent a revision procedure wherein the ipg was relocate and was doing well postoperatively.